Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was in the operating room for a lv lead reposition due to non-functioning/high thresholds and a device change out. During the procedure, it was discovered that the rv lead would not measure the svc impedance. The rv lead has been explanted and replaced. The left ventricular lead is still in use. No patient complications have been reported as a result of this event.